Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the bolus history for the alert date of (B)(4) 2012 notes 0 of 3.5 units canceled due to a "no delivery, insulin level too low to make target delivery;" only 1 unit of insulin remaining at the time of the attempted 3.5 unit bolus. The bolus history from (B)(4) 2012 does not show a canceled bolus and there was no activity outside of normal use on that date. The bolus history from (B)(4) 2012 verifies the 1 of 3 unit bolus. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. The display maintained proper luminance when buttons were pressed. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no defect found.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad is cancelling boluses without the patient pressing any buttons. Customer support reviewed the bolus history with the patient: (B)(6) 2012, 840pm, 0.00 of 0.00 ez bg bg (m) cancelled. (B)(6) 2012, 1:40 pm, 0 of 1.50 cancelled (p), (B)(6) 2012, 820pm, 1.00 of 3.00 (m) cancelled. The reporter states that she entered the 0 bolus so that the blood glucose (bg) would be recorded. Customer support confirmed the patient is disconnected and that the patient is on a backup per her health care provider's recommendations. The patient has been using her pump for basal rate delivery and giving injections for bolusing. Patient does not recall any issues with the buttons, and no damage is visible. Also reports that the pumps display light dims when she presses the up and down buttons. This complaint is being reported due to the allegation that the pump is cancelling boluses without patient intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.